Event description:
The pump was returned for investigation. Investigation revealed that the there was contamination on the force sensor, a ball bearing on the drive assembly was dislocated, and the force sensor calibration reading was out of specifications. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed several loss of primes associated with low non-zero force. During testing, the pump performed the rewind, load, and prime functions with no issues. The pump was exercised for 24 hours on a 1 unit per hour basal program and experienced a loss of prime. The force sensor calibration reading was out of specifications. The pump was opened and contamination was found on the force sensor and a ball bearing in the drive assembly was dislocated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.